Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B)(4). Initial reporter is a j&j sales representative. Investigation summary: the device was received and evaluated in juarez lab. Visual inspection revealed no damage in the cable, buttons and connector. Functional test was performed, the electrode presented a warning signal during ablation, it showed an "output shorted" and no anomalies were found in coagulate mode. Therefore, the device was sent to the supplier for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device was performed, as a result, the device returned in the original packaging, the active tip shows residue around the periphery, no visible damage to the device, procedural debris visible in suction tube. The hipot cut return was failed. Testing found when activated, an output short error would appear on the generator, this would occur on ablate mode only. To further investigate the output short the device handle was opened to allow inspection of the internals. This revealed evidence of a leakage path down through the return tube which had left traces of saline residue. A DHR review has been performed for the complaint device lot number u2206027; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and product ra no containment or correction action related to the individual complaint is required. From our investigation we were able to confirm a fault with the device. The device failed electrical and functional testing displaying an 'output shorted' error upon activation on ablate mode only, as reported by the end user. The failure mode seen is consistent with previous tripolar complaint devices reported which exhibit 'output shorted' errors and investigated under CAPA caused by an insufficient amount of glue dispensed between the active shaft and the ceramic resulting in leakage path for saline to enter. As detailed in control plan, all tripolar 90 electrodes are 100% inspected for leaks as part of their product test regime on cell 5 automatic tester (process ID 500.19 and 500.20) therefore all reasonable containment already established is still in place. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document 910216-cm. Therefore, the severity and frequency are as anticipated in the risk documentation. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in switzerland that during a shoulder arthroscopy procedure on (B)(6) 2022, it was observed that the vapr tripolar90 suction electrode device gave a loud alarm signal. According to the report, the surgeon just went into the joint to start working with the electrode (ablation) and the generator gave a loud signal while in use together. It was further reported that the tip of the electrode did not touch anything metallic or something else. During in-house engineering evaluation, it was determined that the active tip showed residue around the periphery; and procedural debris were visible in the suction tube. Another like device was used to complete the procedure with a delay of three minutes. There were no adverse patient consequences reported. No additional information was provided.